Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation coverage. Diagnostic testing revealed high and invalid impedances. During the explant and replacement of the neurosurgeon noted the lead was folded. The patient was programmed and reportedly receives effective stimulation coverage.